Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted concurrently with an anterior and posterior repair due to pop, and sui. It is reported that the patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that the patient experienced extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, neuromuscular problems and vaginal scarring. No additional information is provided at this time.